Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen at a concentration of 2000 mcg/ml with a dose of 626 mcg/day. The hcp saw the patient on (B)(6) 2016. The hcp thought that the patient was postictal likely from a seizure that night; it turns out that wasn't the case. The patient was actually getting too much baclofen. As the day progressed, the patient actually became weaker and weaker and eventually developed a flaccid paralysis. The patient was also encephalopathic. She was taken to the hospital, where she was seen by other hcps. The hcp spoke with the patient's mother on the telephone to let her know that he could actually meet them in any place with his program and turn her pump dose down. The patient was actually kept in the hospital. They did not have a program over there or anyone with experience with pumps. Actually, one of them had accessed the pump and aspirated all of the baclofen from the pump reservoir. They did not aspirate the tubing, but after a while, anything that was in the tubing was already passed. It was reported the representative was called to the hospital to check the patient's pump due to the patient presenting with overdose symptoms. The representative stated the patient had been on the same dose for over a month; the patient was filled two days before the day of the report, and nothing was changed at that time. The hospital had already removed the drug from the reservoir. The patient had sudden typical overdose symptoms like loose and floppy. The representative did not know the volume of the drug removed from the reservoir that morning, but the hcp was asking about the possibility of overinfusion. The representative was planning to review the information with the hcp once he got to the hospital and might call back as needed. The hcp accessed the pump and was not able to withdraw any fluid. The representative stated they felt the pump had been completely aspirated earlier that morning. The pump wa s tilted in the pocket to the 12 o'clock position and was 1/2 - 1 centimeter higher than the 6 o'clock position. The hcp injected 5 cc and then aspirated to ensure he was in the pocket. The representative stated they refilled the pump and then reduced the dose to 350 mcg/day. The hcp really had difficulty pushing the drug in the pump. The representative had never seen anything like that before and questioned the pump function. By later that day, the patient was apparently starting to improve and became more alert and moved some better. At the hospital, they again had some more baclofen mixed up, and they did indeed had it mixed up at her concentration at 2000 mcg/ml. A manufacturer representative was there to walk the physicians through refilling and reprogramming the pump. They told the hcp that it was determined that they inadvertently injected the 7 ml of the baclofen solution under the patient's skin and then got into the pump and injected the remaining 33 ml in the pump. The 7 ml under the skin amounted to 2100 mcg injected subcutaneously. After the subcutaneous injection, the patient started to become obtunded again, and there was some vomiting. These things had eventually cleared. The patient was eventually discharged from the hospital; the patient did not receive a telemetry sheet when the pump was interrogated. At an office visit for a hospital follow-up on (B)(6) 2016, the patient had regained the ability to move her legs; she was still feeling unusually weak and unusually limp in her limbs. She was quite awake and alert and smiling. She was conversive. Her limbs did indeed feel quite loose. Clinically that day on (B)(6) 2016, the patient was on too much baclofen, and she was too loose and weak, but they did not know how much of that was due to lingering subcutaneous baclofen. Unfortunately, the hcp had no way of knowing how long the subcutaneous baclofen might have had a clinical effect. They decided to leave her dose the same that day. The plan was to see the patient back in a week, and they would assume that the patient's subcutaneous baclofen was gone at that point, and they could make some dosage adjustments based on how she was doing. They interrogated the pump that day to make sure of the setting at that time. The hcp was rather at a loss to explain how the patient suddenly became overdosed. She had, in fact, been on quite substantially higher doses in the past than she was on the previous week due to that kind of problem. The manufacturer representative was also unable to explain why that happened. The hcp spent 18 minutes with the patient that day mostly involved in counseling. In the hcps office note, he had an impression of cerebral palsy causing spastic paraparesis, excessive falling due to declining mobility, and seizure disorder. The patient had a serve morphine sulfate allergy. Medications the patient was taking at the time of the office visit include keflex (cephalexin), hydrocodone-acetaminophen, singulair (montelukast sodium), amitriptyline hcl, pantoprazole sodium, flonase (fluticasone propionate), centrum tabs, and allegra allergy (fexofenadine hcl).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.